Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that on four separate occasions the spring wire guide (swg) unraveled when the physician was removing the swg from the catheter. There were no patient complications reported.